Event description:
Customer's daughter reported blood glucose results of 339 mg/dl and 145 mg/dl within 10 minutes on the advantage system. Customer reported symptoms of possible hyperglycemia, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.